Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Cts provided information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if any issues occurred again.